Manufacturer narrative:
Operator of device: patient/consumer. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the pump was alarming 'no disposable clamp tubing' for a second time. The settings were reviewed and the pump was restarted; the issue resolved - medication delivery was confirmed with run screen. No patient injury was reported.

Manufacturer narrative:
Other text: b5: initial reporter occupation was updated to non-healthcare professional on (B)(6) 2022. The information was provided in the notification email.